Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. A 3.0mmx20mmx135cm sterling mr balloon catheter was selected to treat the target lesion. The balloon was first inflated at 6 atmospheres. During the second inflation, the balloon ruptured at 6 atmospheres. The device was removed from the patient intact without any resistance. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).